Event description:
The pt experienced shocking and increased pain in his right hip. A boil developed under the skin, above the implantable neurostimulator about 1 month earlier. The device had not worked for the pt since the date of implant. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).